Event description:
As reported, during percutaneous transluminal angioplasty of an arteriovenous shunt in the left forearm, an advance 35 lp low profile balloon catheter ruptured. The balloon was inflated to the rated burst pressure within the stenotic lesion; however, the balloon ruptured. The procedure was reportedly completed; however, it is unknown how the procedure was completed after the "catheter breakage occurred" and the patient outcome is listed as "unrecovered". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this event. According to the initial reporter, the patient did not experience any adverse effects due to this event. Additional information has been requested but is not available at this time.

Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.